Manufacturer narrative:
The unit was received with a blank display due to corroded electronic assemblies. The black screen anomaly could not be verified due to the blank display. No vibrating or alerts were noted. The unit was received with a corroded motor home switch and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he went swimming with his insulin pump on and that the device was no longer working despite drying off. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the full black screen anomaly. The customer stated that he was receiving a countdown and that the screen would go black before alarming. The countdown would then restart before more alarms occurred. The customer also confirmed that the device was vibrating without an alarm or alert, and that the device went blank immediately upon exposure to water. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.